Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-1317ft, suture anchor, nano corkscrew®, batch 15279424, was received for investigation. Upon visual evaluation, it was noted that the tip of the device was broken. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user-applied excessive force during the tightening process. Complaint allegation is confirmed.

Event description:
It was reported that during a metacarpophalangeal joint surgery the suture detached from the anchor after the anchor was inserted. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.